Event description:
It was reported that during an unsuccessful attempt to implant the second stent from a trabecular microbypass stent system, excessive bleeding occurred and the procedure was discontinued. Per report, when the surgeon was removing the stent from the patient's eye, the iris was inadvertently grasped with the forceps along with the stent. Reportedly, the patient was prescribed a postoperative iris contact lens with the event noted as "ongoing." The report noted that additional information is not available through follow-up.

Manufacturer narrative:
Additional information: a6: race noted as japanese. B3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iris damage is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).